Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the hcp via the representative reported that after speaking with the physician, it was found that the physician did do a bridge bolus that prohibited the patient to not be able to give herself a bolus. There was no other issue with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained an unknown brand of morphine [10 mg/ml] with an unknown dose, bupivacaine [5 mg/ml] with an unknown dose, and bupivacaine [10 mg/ml] with an unknown dose. It was reported the patient had an 8503 error code (physician bolus in progress) on their personal therapy manager (ptm). The pump was recently refilled. The representative stated the patient had a pump refill yesterday ((B)(6) 2017), and they had changed one of the drug concentrations (changed bupivacaine from 5 mg/ml to 10 mg/ml). The representative stated she had talked to the hcp, and they told her they did not perform a bridge bolus. The representative confirmed the inquiry was not resolved. The representative stated she would follow-up with the hcp and try to get the session data report and to confirm whether the bridge bolus was performed or not. No patient symptoms/complications were reported. The representative called back in and stated she spoke with the hcp, and they did not remember programming a bridge bolus. The representative stated the hcp was also claiming they did not have a report to look at to see the details of the update.